Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the attune distal fem cut block presents signs of burr inside all the pin holes. The presence of the burr impedes the ability of a retained fixation pin to pass through the fixation pin hole as intended. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces, such as, constant off-axis insertion of the fixation pin. A functional test was performed with a vermont gage (102300200) and the pin was not able to go inside the pin holes of the attune distal fem cut block, confirming that this would contribute to a device issue. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune distal fem cut block would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin hole is bad. During manufacturer's investigation of the returned attune distal fem cut block, it was identified that it presents signs of burr inside all the pin holes. The presence of the burr impedes the ability of a retained fixation pin to pass through the fixation pin hole as intended.